Event description:
The report stated that a CT of the thorax showed a possible paravasat of the contrast medium. A subsequent x-ray showed leakage of the system. The system was explanted and a new unit implanted. According to the report the removed system showed a "disconnection of the tube system behind the reservoir.